Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report a retained patency capsule ingested by the patient. A follow up CT scan was performed the next day and the capsule was still present. They wanted to know when the capsule should be completely dissolved and if the patient can have an MRI and tech support advised customer that an MRI would not be advised until the capsule has been confirmed to be excreted. The patient has been actively bleeding and patient ingested the patency capsule. The patient has been receiving daily blood transfusions. The patient's diagnosis is unknown but had an underlying disease of wegner's granulomatosis and they were concerned that this diagnosis is sometimes associated with gi ulcers. An x-ray performed showed the patency capsule was still in the patient's stomach. Patient was advised that it is not safe to have an MRI because the patency capsule has not been passed. An x-ray obtained showed a minimally disintegrated patency capsule with visible rfid tag remaining in the patient's stomach based on physician's interpretation of the study. The patient is now in need of an MRI. A medical affairs representative discussed with the doctor about relevant language from the user manual including a warning that undergoing an MRI while the capsule is inside the patient¿s body may result in serious damage. The physician planned to further consider risks and benefits of proceeding with MRI, which is needed rather urgently, versus endoscopic removal of the capsule and rfid tag prior to MRI. The physician has agreed to remain in close contact and will provide updates over the coming days regarding the patient¿s status. Should the capsule be removed and if it has indeed remained relatively intact, asked that it be returned for investigation. The medical affairs representative received follow up from the doctor that the patency capsule was removed from the patient's stomach via egd. The capsule will be returned for investigation.